Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h821383404, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine 10 mg/ml concentration at 0.5 mg dose via intrathecal drug delivery pump for unknown indication for use. It was reported that patient had surgery on 03/20 for normal elective replacement indicator (eri) pump replacement. At that time, existing catheter was found to not be patent. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. When the hcp disconnected old pump from catheter, there was no cerebrospinal fluid (csf) backflow. He connected catheter to new pump and attempted to aspirate from the catheter access port (cap) but still no backflow. He attempted to advance dye through the cap (knowing that the patient would be bolused with catheter contents, 2 mg of morphine) but described significant pressure when he attempted to inject the dye; therefore, he did not proceed with a dye study. The hcp closed the old pump pocket (front r abdomen), flipped the patient, and proceeded to successfully implant a new catheter and pump. New pump was programmed to 0.5 mg of morphine simple continuous (decreased from 6.9 mg simple continuous). At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.